Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system. The device was implanted in a 71-year-old male patient, with deployment achieved on the first attempt, and the procedure was reported to be uncomplicated, with no issues or malfunctions reported for the 14f amplatzer torqvue delivery system. Echocardiographic assessment performed on the day of implant confirmed no evidence of a peri-device leak, and the patient experienced no clinical signs or symptoms during or after the procedure. At the 45-day follow-up transesophageal echocardiogram (tee), a possible leak was identified and measured at approximately 3 mm; however, the physician was unable to determine whether the leak was passing the device lobe. Consequently, a computed tomography (CT) scan was ordered and performed on 30 march 2026. The CT study was not gated, resulting in significant device-related imaging noise, and contrast was observed distal to the device. No allegation of malfunction was made against the abbott device or the procedure, and no intervention was performed to address the suspected leak, with the physician electing to monitor the finding without corrective action. At the time of reporting, the physician¿s assessment regarding the clinical acceptability of the leak was still pending, and the patient had not been placed back on oral anticoagulation therapy, pending review of the imaging by the medical team.